Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the transpore plastic trans. Patient stated that the plastic tape is harsh on his skin like duck tape. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).